Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that approximately five years and two months post port device implant, the catheter allegedly fractured, migrated into the right pulmonary artery and the patient reportedly experienced chest pain. It was further reported that a surgery was required to remove the malfunctioned port. The patient was treated using a new port. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that approximately five years and two months post port device implant, the catheter allegedly fractured, migrated into the right pulmonary artery and the patient reportedly experienced chest pain. It was further reported that a surgery was required to remove the malfunctioned port. The patient was treated using a new port. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation, however, a medical record review was performed. The investigation is confirmed for the reported catheter fracture, separation, and migration issue. According to the medical record, through the right subclavian approach, a mediport was implanted to the patient body. Subsequently the port was checked for the ability to aspirate and flush, both worked well. Approximately five years and two months post port deployment, the patient presented with chest pain. On the same day, a computed tomography (CT) revealed that the port-a-catheter was fractured with the proximal portion terminated in the internal jugular vein and a distal fragment measured greater than 7.5 cm terminated within the right pulmonary trunk. Also, an x-ray chest anteroposterior/posteroanterior only showed fractured right-sided port-a-catheter. The distal tip of the catheter was migrated into the right pulmonary artery. After two days, the patient presented with malfunctioned right subclavian port-a-catheter with fracture of the catheter and distal embolization of the catheter into the pulmonary artery. A pulmonary arteriogram showed a catheter fragment in the right main pulmonary artery, estimated to be 7-8 cm long. Subsequently, the port-a-catheter fragment was successfully snared. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states that, "this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off." ¿signs of pinch-off clinical: difficulty with blood withdrawal. Resistance to infusion of fluids. Patient position changes required for infusion of fluids or blood withdrawal. Radiologic: grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as follows¿ ¿preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿ h10: g3,h6(method). H11: h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.